Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead triggered a lead safety switch due to low out of range pace impedance measurements. Boston scientific technical services (ts) reviewed device data and noted the lead had pace impedance measurements trending in the low 200 ohms. Noise was also noted. Ts discussed that the observations were likely due to a lead issue and recommended evaluating the lead. The pacemaker and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that this system exhibited another red alert for a low out of range pacing impedance measurement of less than 200 ohms that caused a lead safety switch. Oversensing of noise causing pacing inhibition was also observed. At this time no changes have been made and the system remains in service. No adverse patient effects were reported.